Manufacturer narrative:
Natus has requested the device back for evaluation. The device is not returned to natus, and natus has not received responses from the customer.

Event description:
Iom p32 loose components inside.